Event description:
It was reported that the trigger of the system 7 dual trigger rotary was stuck during cleaning or sterilization at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
During the device evaluation, the lower trigger was found to be catching. The device was repaired and returned to the user facility.

Event description:
It was reported that the trigger of the system 7 dual trigger rotary was stuck during cleaning or sterilization at the user facility. There was no patient involvement and no adverse consequences associated with the device.